Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 1816, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - correction, relevant tests/laboratory data, including dates - correction, if follow-up, what type? - correction, device manufacture date (mm/dd/yyyy) - correction.

Event description:
Dexcom was made aware, on 08/22/2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.